Event description:
It was reported that during an unknown procedure, the jaw of ec60a could not open after the third firing with ecr60g. The tissue slipped off from the jaw. Complete cut line and b-formed staple line were deployed. Two ecr60g were used before this event. No adverse event on the patient.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned inserted through a cb12lt trocar. An ecr60b cartridge reload was present. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Please ensure that the tissue lies flat and is positioned properly between the jaws. Any bunching of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. The device closed, fired and opened properly during testing. Please note that when using a trocar, the instrument jaws must be visible past the trocar sleeve before opening the jaws. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.